Event description:
The customer reported that the system would exhibit and overheated x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the battery pack and regreased the anode and the cathode leads. The system was tested and found to be working as intended and put back in service.